Manufacturer narrative:
The insulin pump was received with no button response due to an unlocked lcd keypad connector. The displacement test could not be performed due to no button response. No cosmetic damage was noted during physical inspection. (B)(4).

Event description:
Customer reported via phone call that the insulin pump's buttons became unresponsive. The patient's blood glucose at the time of incident was 98 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.